Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.7 inr, qc 2: 5.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation = patient's daughter.

Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). At 2:27 p.m. On (B)(6) 2022, the patient reportedly had a meter result of 4.8 inr. About an hour after the meter measurement, a sample from the patient was tested in the laboratory using the stago neoplastine method, reportedly resulting in a value of 3.5 inr. At the time of the event, the patient's therapeutic range was reported to be 2.5 - 3.5 inr.